Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 7.0 mmol/l at the time of incident. Customer stated that the insulin pump down button was unresponsive after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with insulin flow blocked alarm during seating due to moisture damage on force sensor assembly. Device was received with corroded battery tube, moisture damage on electronic assembly, cracked select button keypad overlay, cracked battery tube threads and cracked case at corner of the belt clip rails.